Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was provided and evaluated. The photo shows a single spiros connected to a syringe. Fluid droplets on the spiros housing can be seen however, the exact source of the fluid is unclear. The device history review for lot number 4428875 was reviewed. Ncmr events related to the poppet and o-ring post subassemblies that may have contributed to the reported complaint were identified. The cavity ID of the subassemblies for the leaking spiros in the photograph are unknown. The reported complaint of leaking can be confirmed however, a probable cause cannot be determined without the return of the sample.

Event description:
The event occurred in the preparation room of the pharmacy. It was observed a leak at the level of the spiros connected to the 5fu infuser on the secured side. A test was performed with a syringe connected to the spiros, and the pressure on the piston makes liquid squirt through the spiros. None of the chemo was on the patient; however, there was a potential risk of contamination of the environment and cytotoxic contact for the nurse.